Event description:
The pt had two leads implanted with the same lot number. It was reported, during a permanent implant procedure, one lead showed contacts with the invalid and high impedance. The lead was disconnected from the ipg and tested with the mts, and still showed invalid impedance. The physician decided to replace the lead with a new one. The replaced lead showed normal impedance and the implant was completed. The procedure was extended thirty mins. The pt was receiving effective stimulation.

Manufacturer narrative:
Results: the complaint for high and invalid impedances was not confirmed. As received, microscopic inspection revealed the lead was in good condition. The lead passed all functional and continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.